Event description:
Healthcare professional reported left side "implant removal from textured to smooth due to the concerns of the product." Healthcare professional later reported "rupture." Device has been explanted and discarded.

Manufacturer narrative:
The date of occurrence is (B)(6) 2023. No device has been received. Only device photos. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product-procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.